Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Based on the reported event, we concluded that the event was not caused by a device malfunction, but was caused by the user's handling of the device. The instruction manual of the device has already warned as follows; whenever possible, avoid bringing the insertion section of the handle in contact with tissue. If ultrasonic output is activated for a long time, the surface temperature of the insertion section rises and it could cause burns to tissue with which it comes in contact. Since the temperature of the tip probe rises with continued use of the instrument, ensure that it does not come in contact with non-target tissue. Otherwise, a burn may occur.

Event description:
During a laparoscopic cholecystectomy, the subject device was used. The nurse touched the probe of the device and "got burned her hand". (The nurse's skin became red). The intended procedure was completed. There was no patient injury reported. It was not reported that additional medical treatments were received regarding the burn. The device malfunction was not reported. This is the report regarding the thermal burn.